Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (3 mg at 1.2145 mg/day), bupivacaine (8 mg at 3.23866 mg/day), and unknown baclofen (120 mcg at 48.57984 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient presented to the clinic with redness and swelling at pump site. The patient reported falling forward that morning and could not recall if swelling and redness was present prior to the fall. Attempted to aspirate site but only aspirated 5 ml of fluid. They were started on keflex. Advised patient to wear an abdominal binder. The patient later presented to the emergency department to diffuse the erythema at site. The site was red, swollen, and hot to the touch. A CT scan revealed cellulitis. IV antibiotics were started. The: pump and catheter were later removed. Post removal the patient experienced mild it baclofen withdrawal symptoms that included: tremulousness, increasing blood pressure, anxiety, tachycardia, persistent spasms, sedation, difficulty standing, restlessness and twitching in upper and lower extremities. The patient was started on oral baclofen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.